Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level two days ago was 583 mg/dl and then earlier today, her blood glucose was in the 400 mg/dl range. Customer declined troubleshooting for high blood glucose as she stated that she understood why they occurred. Customer was able to successfully connect the transmitter to the replacement insulin pump. The insulin pump will not be returned for analysis.